Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during continuous infusion, the cassette emptied earlier than expected. This is believed to have occurred due to an overdose administered by the pump. There was 25 ml of volume remaining; however, the cassette was found empty. The dose was completed approximately 4 hours earlier than prescribed. The reports were reviewed and appeared to be correct. It was reported that the patient was experiencing digestive discomfort, though it was not possible to establish a definitive causal relationship. However, it was prescribed omeprazole, primperan, and buscapine. The pump had been pre-programmed; as soon as the patient arrived, the connection was established and the process began in the presence of four nurses and an oncology pharmacist. The flow rate, duration, and current medication, which in this case was dinutuximab, were verified. The parents and the patient confirmed that 72 hours were initially missing, and then the hours were correctly deducted. The pump was switched off, and the patient was referred to the hospital for evaluation and treatment. The event occurred at the patient's home. Also, it was reported that the event affect patient care; however, no harm was reported.